Event description:
A medtronic representative reported an inaccuracy that occurred while in a multi-level scoli fusion procedure. The two o-arm spins were completed; the first spin at the beginning of the case was used for first half of screw placement - the frame was bumped at this point. The second spin was done for the second half of the screws. A confirmation spin was done using a c-arm and found that the first half of the screws were placed superior to the intended position; the second half were correctly placed down the pedicle. The surgeon opted to leave some of the screws where they were and to re-seat others manually, without navigation. There was no specific measurement of the inaccuracy.

Manufacturer narrative:
Patient weight unavailable from the site. Medtronic representative following-up at the site reports using the same navigation system for two procedures following this event and everything went perfectly; confident in that the frame being bumped caused the reported event. Engineer reviewed patient logs and reported that the correct number of frames were captured and the angular adjust values (.201 and .200) appeared normal. The system functioned as designed.